Event description:
Failure of implant to integrate, failure of implant to integrate, failure of implant to integrate product fracture - implant 7. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).